Event description:
During an unknown procedure, the device did not staple the tissue. The staples fell into the surgical site, but were retreived. A new device was opened to finish case. No patient consequence.